Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal section. It was reported no patient was involved with this event. It was then stated perhaps the patient's vascular condition is very turtosed, so involved in opening the pipeline. The devices were prepared according to the instructions for use (IFU). The pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed less than or equal to 2 times. No additional steps or devices were used to open the pipeline. The pipeline was removed with the microcatheter.